Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Error 10038 was found in pump event history log. Customer's stated problem was verified. Inspected the device and found error code 10038 during power up. Attach cassette and perform psi test it fail. The root cause of the reported issue a faulty motor. Actions were taken to mitigate the reported issue: motor replacement. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device is presenting with error code 10038 during bench test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Error 10038 was found in pump event history log. Customer's stated problem was verified. Inspected the device and found error code 10038 during power up. Attach cassette and perform psi test it fail. The root cause of the reported issue a faulty motor. Actions were taken to mitigate the reported issue: motor replacement. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device is presenting with error code 10038 during bench test. No patient injury was reported.

Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visually and found error code 10038 on display. The cassette was attached onto pump and psi testing performed and the pump displayed alarm code 10038. The customer's stated problem was verified. Inspected the device and found error code 10038 during power up. During investigation the cassette was attached to the pump and psi test performed, which the pump failed. Further investigation of the pump and determined that a faulty motor is the root cause of the issue. Service replaced the faulty motor to correct the reported problem. The root cause of the reported problem was the faulty motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code during a pressure test. No adverse effects were reported.